Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 3 weeks after implantation. The the doctor indicated that bone quality lead to the implant removal. The patient has no significant medical history and will need an additional surigical intervention.